Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was unresponsive. Customer's blood glucose level was not impacted as the customer had not started using the pump for insulin therapy. Reportedly, the customer had manual injections as back up insulin therapy.